Manufacturer narrative:
Block e1 (initial reporter address): (B)(6) this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device returned without its outer sheath. Dimensional analysis was performed on the bushing outer diameter, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and it was confirmed that both sides a and b were within specification. Further analysis found that the bushing tabs were measured and each sides were symmetrical. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information: b5 (describe event or problem), e1 (initial reporter facility name, initial reporter city, initial reporter zip/post code, initial reporter fax), h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, after the clip clipped on the wound, the slider was tightened back, and the clip could not be released. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2021*** it was reported that the clip grasped and locked onto tissue but could not be released from the catheter to deploy. It was noted that no clicking sounds were felt in the stages of deployment.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a esd (endoscopic submucosal dissection)procedure performed on (B)(6) 2021. During the procedure, after the clip clipped on the wound, the slider was tightened back, and the clip could not be released. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.